Manufacturer narrative:
Product analysis summary: delivery system was not returned for analysis. Deformation was evident to the stent wraps with struts appearing bunched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Add info: no difficulties noted when removing the protective sheath. The stent was inspected post removal of the protective sheath with no issues noted. It was reported that the stent dislodged from the stent balloon when positioning at the lesion and during attempted withdrawal. Stent remained in the guide catheter if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the mid rca artery. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. It was reported that stent deformation occurred in vivo during positioning/advancement. The procedure was completed using another same size resolute onyx des. No patient injury was reported.